Event description:
Cook (company) heimlich valve 'l-ccdv604' inserted backwards (it is a one-way valve to remove air and prevent air from getting back into the chest through the chest tube). It comes included in a cook catheter insertion kit, but is rarely used. Staff were not aware of it's purpose, use or whether it was needed at all (it wasn't because the chest tube was connected to a water-sealed drainage system). The hemilich valve is clear, it has a white piece of plastic on the one end, and blue on the other. There is an arrow on the side of the valve indicating the proper orientation of the device, but the arrow is also clear, of the same plastic, just stamped the side of it, barely raised, making it virtually invisible to users. Many staff, including rn's, nurse practitioners, interns, residents all saw it and worked with it for 4 days before a thoracic surgeon, covering for the other surgeon, examining why the patient's pneumothorax wasn't decreasing in size, found the valve placed backwards, or upside down. It was removed, chest tube connected back up to water-sealed drainage with suction and patient's pneumothorax resolved within a day. Almost all staff had never seen one of these devices before, thought that it was just a connection piece. It was also felt by many staff that if the arrow was high-lighted by color, to differentiate it from the clear plastic, they may have well helped staff notice that it was turned backwards. No harm to patient in long run, probably a couple days added onto his length of stay in the hospital, but it could have led to a tension pneumothorax because the physical effect of the heimlich valve being placed in the drainage tube upside down is the same as if somebody had clamped the chest tube.